Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that pump displayed open book image on the screen before critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for critical pump error (open book image) found on 12/15/2021. Pump received with minor missing segments/partial display. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these critical error alarms were found: pump error 3 alarm on 12/05/2021 at 02:18:27. Pump error 4 alarm on 12/05/2021 at 02:18:27. Pump error 63 alarm (variable 3) on 10/20/2021 at 20:50:22. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The electronic assemblies and motor assemblies were inspected, and cracked lcd glass and moisture damage was noted on pcba 1. The following were noted during visual inspection: faded serial number label, cracked case on display window corner, cracked battery tube threads, cracked case on battery tube, and pillowing keypad overlay. Critical pump error (open book image) was confirmed due to pump error 3, pump error 4, and pump error 63 alarms. Pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Missing segments/partial display was confirmed to cracked glass on the pcba 1. Moisture damage was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.